Event description:
A false positive advia centaur troponin ultra result was obtained by the customer and questioned by the physician. Repeat testing was performed on the original sample and from a different sample tube that was taken from the patient. The repeat test results were negative and the physician was in agreement with the repeat results. There was no known report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse observed that reagent probe 2 dilutor was leaking and replaced both connectors and o ring. The pinch valve plunger that allows wash 1 to flow during probe 1 aspiration was adjusted and reagent probe heater coil replaced for optimized temperature control. The cause for the initially false positive result is unknown. The discordant result was not reproduce by the customer on repeat testing prior to the fse visit and work performed and there were no known reports of other discordant troponin patient results at the time. No conclusion can be drawn. The instrument is performing within specifications.